Manufacturer narrative:
This MDR report has been made since a similar event has led to a recall. This event was wrongly not reported to the FDA therefore this is a follow-up. In november 2013 a voluntary product recall for the device was initiated and reported to the FDA under report# 8021545-11/19/2013-0006. According to the evaluation result, please see attachment 2 which is an extract of the information sent to the FDA in relation to the recall. (Unomedical a/s received the complaint through asante solutions, the distributor of the infusion set. The internal reference number for this complaint at asante solution is (B)(4)).

Event description:
Asante representative reported that a patient called to report a tubing detached from tubing connector overnight at 2am with high bg. Attached is the lot number of sets. Patient is on the trial program and please note, this is the second issue she has had with product in the first week of starting trial. In follow-up call to patient, she stated that this occurred with only one infusion set so far. Her bg returned to normal once she changed the infusion set and she started receiving her insulin dosage. Asante informed her that they would be sending her replacement infusion set and a box to return the tubing that became detached from the tubing connector.